Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The evoke closed loop stimulator remains implanted. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details potential risks associated with spinal cord stimulation including, ¿infection that may require hospitalization with intravenous antibiotic therapy.¿ a DHR review was conducted by the manufacturer. The device met all requirements for release with no anomalies detected.

Event description:
At wound check and initial activation of an evoke spinal cord stimulation (scs) system, redness and swelling at the evoke closed loop stimulator (cls) implant site were noted. Antibiotics were administered to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.